Manufacturer narrative:
On (B)(4) 2016, the medical affairs director added the following comment to the clinical evaluation: after the first analysis was written, a video of the arthroscopy was made available. Some damage occurred to the femoral component and the tibial insert. The biggest damage is located in the trochlear region, both on femoral and insert, an area with no load and little articular contact if any. The medial femoral condyle looks scratched too. These scratches are longitudinal, therefore in the same direction of prevailing movement (obviously), but they may have some effect on tribologial performance of the knee: higher wear of the pe insert can be expected. The effects are unknown because it is not possible to make a forecast on the amount of extra wear. Depending on general conditions of the patient, the surgeon may decide to exchange the femoral component with a new one: from the technical point of view, this solution is preferable. On (B)(4) 2016 it was prepared a final report with the information already submitted in the intial report and here above. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 01 jan 2016, the medical affairs director performed a clinical evaluation and commented as follows: the knee looks well aligned and correctly positioned. The most likely cause for self-unscrewing of the safety screw after few months is insufficient tightening, but other concurrent causes may have contributed. There is no information as to the status of the articular surfaces, which should have been seen during removal arthroscopy. If the screw moved immediately away from articulation the damage is probably negligible. The patient is small and thin and there is no reason to fear that the insert could dislocate from tibial tray for the absence of the stabilizing screw, according to most recent data obtained in house at manufacturer's. On 14 january 2016 the r&d project manager checked the retrieved screw commenting as follows: from visual inspection it could be noted that the threaded part of the returned screw was damaged. The thread looks pressed and plastically deformed. Although this deformation, the device can be screwed into the tibial tray. A dedicated test on a tibial tray has been performed to prove it. The deformation was most likely due to the body-weight load on the screw when, unscrewed and dislocated from the tibial insert, it was found interposed between the insert and the femoral component. No possible root causes for the event can be detected from visual inspection. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque. Batch review performed on 15 january 2016: (B)(4).

Event description:
Patient was going downstairs and experienced extreme pain then it was resolved overnight. As shown by the x-ray the insert screw unscrewing. The patient will be potentially revised. On (B)(6) 2015 there was arthroscopic investigational surgery to remove the loose screw which had been displaced from the sphere pe liner. The screw was removed and additional views of femoral component and pe were made. The screw has been decontaminated and will be sent back to medacta international sa for investigation.